Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 5 months the patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that pump stoppages were observed. The patient was asymptomatic. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. A continuity test performed did not indicate any broken wires. Post-replacement, the patient¿s system was connected to a normal patient cable and additional pump stoppages occurred. The patient was provided an ungrounded power module patient cable for use while on power module support. No additional information was provided.